Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical inc. (Isi) clinical sales representative (csr) called the isi technical service engineer (tse) to report that the right master tool manipulator (mtm) was not working on the console. The tse viewed logs and noted error 1 and that the site had disabled the right-hand control on the console. The site was continuing with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the right master tool manipulators (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulators (mtm) has been returned and evaluated by the failure analysis (fa) team. Fa was unable to be reproduced but the issue could be confirmed as having occurred via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.